Event description:
It was reported that the 9600+ system would not boot-up. The system was not used. No pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replied the x-ray regulator board and the analog interface board. The system makes x-rays, but has add'l imaging problems which prevent use. The customer will contact ge oec if add'l service is required.